Event description:
Mps reported arm not aligning to proper angle for reaming that troubleshooting notes: mps reported that arm was 90degrees from where it should have aligned for reaming during that case. S he said they checked assembly and reregistered, checked to ensure reamer was set to proper angle, reparked robot but couldn't get into proper cutting position. It sounds like there was some issue with assembly or set up but unable to be determined via phone after the fact. Case not completed robotically.

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: mps reported that arm was 90degrees from where it should have aligned for reaming during tha case. She said they checked assembly and reregistered, checked to ensure reamer was set to proper angle, reparked robot but couldn't get into proper cutting position. It sounds like there was some issue with assembly or set up but unable to be determined via phone after the fact. Work performed: tensioned j4 and j5 to optimize values. Kin call was good. Verified angle accuracy. No other issues noted. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate rob1225 were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm not aligning to proper angle for reaming tha. Troubleshooting notes: mps reported that arm was 90degrees from where it should have aligned for reaming during tha case. She said they checked assembly and reregistered, checked to ensure reamer was set to proper angle, reparked robot but couldn't get into proper cutting position. It sounds like there was some issue with assembly or set up but unable to be determined via phone after the fact. Case not completed robotically.